Manufacturer narrative:
(B)(4).

Event description:
It was reported that as the surgeon inserted the cc4204a collamer plate lens, the lens tore in the cartridge. The lens was cut out of the eye and another same model lens was successfully implanted. The reporter stated the incident was the result of lack of viscoelastic during loading.